Event description:
It was reported that during an ipg replacement for normal end of life on (B)(6) 2025, the leads were fractured while removing the ipg. Some parts of the leads were successfully explanted; however, parts of the leads were left implanted. Additional surgical intervention may take place to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6).

Manufacturer narrative:
Corrected data: h6 - type of investigation and investigation findings are included in this report.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which a scs system was implanted.